Event description:
The patient has a scs system implanted which included two leads from the same lot. It was reported the patient is experiencing constant pressure on his neck and is experiencing headaches. The patient requests the scs system to be removed. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.